Manufacturer narrative:
(B)(4). Evaluation confirmed by reproducing the reported symptom "keypad malfunction" due to the damaged keypad caused by an external influence. Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: ok, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 key caused by a failed keypad, due to external influence. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed. When any of the remaining functional keys are pressed an automatic output of the ok key will occur following the selected key's function. This failure mode does not provide any user opportunities to program delivery parameters nor start an infusion. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functional testing of a spectrum pump, the device had automatic output of the "ok" key. There was no patient involvement.